Event description:
It was reported that the surgeon used resorbable allograft bone void filler to fill a distal femur defect. Approx 6-8 weeks post op, the pt's incision site showed gritty material coming out and inflammation. Surgeon did not remove any graft material, flush the site or re-graft. No add'l info was provided.

Manufacturer narrative:
This medwatch report was completed using the info provided by the initial reporter/healthcare professional. Any missing or incomplete data is the result of the info not having been provided. Without add'l device info, no review of the device history record was possible, and we are unable to determine a definitive cause of the reported event.